Manufacturer narrative:
(B)(4). Date sent: 9/20/2023. D4: batch # 961a67. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload.  Visual analysis of the returned sample determined that one gst45w reload was received unfired and was noted to be damaged and the reload pan bent at the proximal end. No functional test was performed due to the condition of the reload. It is possible that the damage noted on the returned reload was due to improper handling of the reload. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 961a67, and no non-conformances were identified.

Event description:
It was reported that during the unk surgery, the device could not fire. Changed another one to continue the surgery, the same problem happened again. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.